Event description:
It was reported that the right ventricular (rv) lead exhibited a helix anomaly during an attempted extraction or revision. Efforts to retract the helix were unsuccessful despite applying torque with the connector and manually turning the lead body. The rv lead appeared to be stuck near the superior vena cava coil, and the physician was unable to determine the root cause. After connecting the rv lead to the device, the pacing threshold decreased to 1.5 volts at 0.4 milliseconds, while sensing and impedance remained within normal limits and consistent with pre-procedure values. The patient was admitted overnight for observation. Device interrogation later showed the threshold had further dropped to 1.1 volts at 0.4 milliseconds, with good sensing and impedance. Continued monitoring was advised. Subsequently, the rv lead was surgically revised after the threshold suddenly increased to 4.5 volts at 0.4 milliseconds, confirmed by x-ray. Prior to the procedure, the threshold was noted at 5.0 volts at 0.4 milliseconds, and rv pacing was less than 1 percent. To date, the rv lead remains in service, and no additional adverse patient effects have been reported.